Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Follow-up provided by the biomed revealed that the power cord was burnt at the end where the prongs plug into the wall receptacle and the inside of the plug was melted. Additionally, the main power switch was found to be faulty. No smoke was visible, no flames or sparks were observed, and no burning smell was present. No other component damage due to excessive heat was identified. The biomed replaced the power cord/plug and the main power switch to resolve the issue. Following the parts replacement, the system was restored to full functionality. The unit was returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the material and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that the 2008t hemodialysis (hd) machine had a burnt power cord at the end where the prongs plug into the wall receptacle and the inside of the plug was melted. The plug was the original system component. The burnt power cord was observed at the start of the day, when an attempt was made to power on the machine, the unit failed to turn on. There was no patient involvement. Additionally, the biomed found that the main power switch was also faulty. No smoke was visible, no flames or sparks were observed, and no burning smell was present. No other component damage due to excessive heat was identified. The biomed replaced the power cord/plug and the main power switch which resolved the issue. Following the parts replacement, the system was restored to full functionality. The unit was returned to service at the user facility without a recurrence of the event as reported. The power plug/cord and switch are available to be returned to the manufacturer for physical evaluation.